Event description:
It was reported the patient was not able to adjust stimulation and the patient programmer displayed a ¿call your doctor¿ icon and an out of regulation (oor) condition. The patient saw the oor for the first time on the day of this report when they synched to the implantable neurostimulator (ins). The patient was not making any adjustments to their parameters. It was unclear if the patient had made multiple attempts to sync with the ins. The antenna was being used with the programmer. The inss were replaced the day prior to this report and they were programmed to the same settings as the old inss. Impedances were measured to be normal after the inss were replaced. At the time of this report, an oor message was displayed when the reporter synced with the ins and turned stimulation on. When the reporter turned stimulation off and back on again, the oor message was had been cleared and was not displayed. No changes in therapy had been made since the oor message started to be displayed. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-06167.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # v893288, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v893288, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).